Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, shock testing, off current testing, impedance testing, and functional self tests using test pads without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced to resolve the report. The device was recertified and returned to the customer. It is important to note that the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. Analysis of reports of this type has not identified an increase in trend. Analysis of reports of this type has not identified an increase in trend.